Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 56 mg/dl. Reportedly, the customer delivered multiple carbohydrate boluses, which caused bg level to lower. Although requested by tandem technical support, pump data was not uploaded for review. Customer declined further troubleshooting with tandem technical support and declined to provide further information.